Manufacturer narrative:
The investigation has shown that the device did not malfunction. Therefore, this incident does not meet the criteria for a reportable MDR.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, on (B)(6) 2025 samples were measured on the abl90 flex plus analyzer (serial number: (B)(6), on potassium (k) parameter. Based on these, the customer had reported the 10.1 mmol/l k as false low. No reports of death or serious injury.